Manufacturer narrative:
The device has not been returned for evaluation. Correspondence has been sent out regarding the status of device return. Once the device has been returned and evaluated, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during embolization treatment of an aneurysm with a flow diverter device, an abnormality was observed on the tip of the flow diverter device and it was removed with the microcatheter and found severely deformed at the head end. A new microcatheter and flow diverter device were used to successfully complete the procedure. Prior to the event, the physician placed the microcatheter in position and then advanced the flow diverter device to its intended location; however, the head of the flow diverter device appeared abnormal on imaging and it was not fully opposed to the wall. The flow diverter device¿s distal segment did not fully open. The flow diverter device was evaluated in the angiography through multiple angles and it was decided to remove the flow diverter device and microcatheter together at that point. Post procedure, imaging showed arterial contrast agent was clearly treated and arterial flow was smooth. No patient injury was reported as a result of the procedure. The patient was undergoing embolization of an unruptured saccular aneurysm measuring 10.22mm x 5.01mm located in the ophthalmic segment of the left internal carotid artery (ica). The patient was on dual antiplatelet therapy. The distal and proximal landing zone was 4.03mm x 5.13mm. The patient¿s vasculature was moderate in tortuosity. Access was gained through the femoral artery by 8f piercing sheath.

Manufacturer narrative:
The pipeline flex delivery system was returned for evaluation within the marksman catheter. The pipeline flex was then pushed out from the catheter lumen with no issues. No damages were found with the distal / proximal dps restraints and the dps sleeves. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bends were observed on the pushwire. The distal end of the pipeline flex braid was found fully opened and severely frayed; while the proximal end of the braid was found fully opened with no damage. No defects were found with the catheter, the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Based on the analysis finding and the event descriptions, the customer¿s report of ¿failure/incomplete open at the distal end¿ could not be confirmed and the event cause could not be confirmed as the distal end of the returned pipeline flex braid was found fully opened and severely frayed. In addition, the proximal end of the braid was found fully opened with no damage. It¿s possible that the ¿moderate vessel tortuosity¿ and ¿damaged braid¿ may have contributed the "failure to open" issue. However, the cause for damaged braid could not be determined. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Carefully inspect the deploye d pipeline flex embolization device under fluoroscopy to confirm that it is completely opposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ no evidence was found to suggest that the device failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.